Event description:
It was reported that an ilet pump¿s screen was found cracked upon waking, rendering the touchscreen inoperable and preventing device unlock, with the user reporting normal blood glucose and use of a backup therapy. Symptoms included no injury or adverse clinical effects. Outcomes included temporary inability to operate the device and use of alternate diabetes therapy while awaiting a replacement. Investigation included complaint intake review and replacement logistics with return instructions, along with guidance to shut down the device to avoid further alerts and to manage cgm use via app or receiver. Investigation of this case revealed a physical damage event to the display assembly consistent with a broken screen, with no evidence of device alarms or malfunction beyond mechanical damage. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage with no device performance failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.